Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer called to report that she was hospitalized due to diabetic ketoacidosis. The customer stated the doctor does not feel the pump is working well. Customer attributes the cause of her high blood sugar and dka to the fact that the pump was not delivering properly. A request was made for the return of the device.